Manufacturer narrative:
No bends, kinks or damages were observed on the soft cannula. The received device had the cannula assembly fully deployed and the formed needle completely retracted. The needle mechanism, bottom housing, and adhesive pad were inspected and no damages or defects were found that would contribute to a dislodging of the cannula. The exact cause of the reported dislodged cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 23.8 mmol/l (428.4 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. Multiple corrections were administered using the pod, but the bg levels did not decrease. Upon removal, it was noticed that the cannula had dislodged from the infusion site and was bent. A new pod was applied to treat the hyperglycemia.